Manufacturer narrative:
Device evaluation summary: during evaluation of the device a tear was observed on the posterior aspect, measuring approximately 0.5 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction:the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of 6846623. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on (B)(6) 2020: during visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant product: left- mentor siltex round moderate profile 325cc saline breast implant, lot number 6846623, catalog number 3542650. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the right side deflated after implantation. As a result patient underwent removal and replacement with allergen device on (B)(6) 2019.

Manufacturer narrative:
On 11/27/2019, mentor became aware that the serial number of the device, date of implantation were inadvertently submitted incorrectly. The correct serial number and date of implantation: (B)(4), (B)(6) 2015. The replacements were bilateral. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation completed on 7/25/2019: during evaluation of the device a tear was observed on the posterior aspect, measuring approximately 0.5 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).